Event description:
An optometrist reported a case of loose epithelium, observed on a pts' left eye inferiorly at one day post lasik treatment. Pt noted foreign body sensation, pain and unable to keep eye open. Upon follow up, reporter indicated a bandage contact lens was initially placed on the pts' left eye for the loose epithelium. At five day post follow up, reporter indicated the loose epithelium was resolved; however, trace diffuse lamellar keratitis (dlk) was noticed. Reporter stated a tapered topical steroid drop dosage was prescribed. Additional info has been requested.

Manufacturer narrative:
Additional info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).